Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Additionally, the light guide (lg) lens glue peeled off by physical stress such as hitting/dropping distal end or chemical stress due to chemicals used resulting in moisture invasion of lg-lens and corrosion. The event can be detected and prevented by following the instructions for use (IFU) sections which state: detection method is described in operation manual chapter 3 preparation and inspection. Preventive measure is described in reprocessing manual 5.4 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.

Event description:
The duodenovideoscope was returned by the customer for annual inspection. Upon device evaluation, foreign material was found at the distal end of the forceps elevator, and the inside of the light guide lens was dirty. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for annual inspection. In addition to foreign material found in the forceps elevator and light guide lens, evaluation findings are as follows: the adhesive on the bending section cover was detached, the bending section cover was pinched, the connecting tube was snaking, the indication on the connecting tube was unclear, the connecting tube had a wrinkle, the minimum inscribed radius of the connecting tube did not meet the standard value; due to the wear of the forceps elevator, the up/down knob could not be locked securely, and the suction connector had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation.